Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; the reporter stated the temporary basal was canceled after changing the time and date. There was no indication the product caused or contributed to and adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Date of submission 06-feb-2018 the device has been returned and evaluated by product analysis on 15-jan-2018 with the following findings: during investigation, the black box showed the time/date was not corrected after the pump was powered off for an unknown time. The pump showed a temp basal set for 0.00u. The black box showed a manual time/date change. After the manual time/date change was made a 0.00u temp-basal rate was set. For testing purposes, a temp basal program was set in the pump. Then the time/date was manually changed when the temp basal was active and the temp basal program did not cancel. There were no hypersensitive or stuck keys observed on the keypad. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.